Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room in backup vvi. A device download was performed successfully. The patient was doing well and continued to be monitored with routine follow up.